Event description:
It was reported that the patient presented for a follow up with lead noise on the right atrial (ra) lead. No interventions were made or reported. The patient was in stable condition.